Event description:
During a post implant follow-up, increased capture threshold and noise resulting in oversensing were observed on the right ventricular (rv) lead. An x-ray was performed and confirmed a fracture a the suture sleeve. The healthcare provider suspects the sutures may have been too tight. The rv lead was explanted and replaced. The patient was stable.

Event description:
Additional information was received that the increased capture resulted in loss of capture.